Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the patient's blood glucose level that day was 450 mg/dl with extreme drowsiness and confusion. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump alarmed that there was no active basal program; an active basal program was confirmed by the patient to not have been set. This complaint is being reported because the reported health event was attributed to an alleged device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 05/05/2016-product analysis: the device was returned and evaluated by product analysis on 04/22/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior. A basal rate of 0.00u/hour was manually set on (B)(6) 2016 at 07:11. The pump emitted a warning that day at 14:41 for a basal edit not saved. Deliveries were resumed that day at 14:56. The total daily dose history was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, the display was discolored. A battery compartment crack and pump case crack were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).